Event description:
It was reported that the device took longer than expected to provide therapy. The time to therapy was greater than 60 seconds. The caller suspected it was because the rhythm was right at the conditional zone cut-off of 210 bpm. A review of the electrograms was performed by technical services. The shock successfully converted the arrhythmia. Technical services advised it may also be due to the rhythm was so similar and narrow that it could be fooling the detection enhancements algorithm. It was recommended to lower the shock-zone setting. There were no adverse patient effects. The system remains implanted.